Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box, lot# 73d1800428. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one clip was found broken during the process of closing the cystic duct in the laparoscopic cholecystectomy and replacing the clip and it worked. The patient was fine after the operation.

Event description:
It was reported that one clip was found broken during the process of closing the cystic duct in the laparoscopic cholecystectomy and replacing the clip and it worked. The patient was fine after the operation.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544243 hemolok l clips 3/cart 42/box for investigation. The cartridge was returned with its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the cartridge was returned with no clips remaining. The sample appears used as there is biological material present on the cartridge. The clip applier was not returned. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned cartridge. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of a clip "broken" was not confirmed based upon the sample received. One cartridge was returned, but no clips were remaining in the cartridge. Since no clips were returned, the reported complaint issue could not be confirmed and a probable cause could not be determined.